Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display as well as motor error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump still not working. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display anomaly and no motor error alarm noted during test. Motor passed motor test. (B)(4).